Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the connection between the mobile programmer and the mobile programmer application was unstable and dropped out multiple times during the implant of an implantable device, making it difficult to measure a threshold. It was noted that connection was lost between the application and the patient connector when attempting to interrogate the implantable device post implant. Additionally, it was noted that the application was unresponsive at times throughout and displayed a white screen. Troubleshooting steps were taken, however despite multiple reboots of the application and repeated reconnections interrogation was not possible. Further troubleshooting steps were taken to include swapping out the mobile programmer system which resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the application was unresponsive at times throughout and displayed a white screen was confirmed. Analysis also confirmed the customer comment that the connection between the mobile programmer and the mobile programmer application was unstable and dropped out multiple times and was lost between the application and the patient connector. It was also determined on analysis that the mobile programmer application started and ended several times under a minute without interrogation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrections: d.4 serial # d.4 unique identifier (UDI) # additional codes: removed imf (annex f) health impact f26 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.